Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a nurse saw bubbling in a bottle of a nitroglycerin (100mg in d5% 250ml) on a cath lab patent despite the pump being off, and suspected the patient was receiving an unintended infusion. There appeared to be a minimal amount of nitro missing from the bottle; the patient had transient hypotension and required further monitoring without lasting harm. It was noted that the roller clamp was not engaged at the time of the event.

Manufacturer narrative:
Additional information provided by customer medwatch.

Event description:
Received a copy of customer's medsun report from FDA which states "an IV pump had been turned off. In these situations, the pump is suppose to auto-clamp. The patient was in the cardiac cath lab. Nurse looked at bottle with nitroglycerin in it and saw it bubbling. The patient had become hypotensive. She immediately clamped the line below where it was inserted in pump. After the line was clamped, the patient's bp stabilized again."